Event description:
During recovery following an ablation procedure for a left-sided accessory pathway, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. It was noted in review of the procedure that an instance occurred of very high contact forces during manipulation of the catheter in the left atrium. The physician was advancing the ablation catheter, trying to curve the catheter into a "shepherds hook" maneuver. It is believed the ablation catheter was advanced into the left atrial lateral wall with too much force and likely perforated when the catheter was subsequently deflected. While the patient was recovering following the procedure, it was noted that the patient's blood pressure declined. A pericardial effusion was diagnosed with echo and was treated with a pericardiocentesis and the patient recovered. There are no reported performance issues with any abbott device in this event.

Manufacturer narrative:
Corrected data: d4, g1, g6, h2.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.